Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be determined. A root cause could not be determined.